Event description:
--

Manufacturer narrative:
Subsequent information was received that this lead was explanted and replaced two weeks later. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had previously been programmed off for an unknown reason, on an unknown date. Upon programming the ra lead on, high out of range pacing impedance measurements greater than 3,000 ohms were observed. A health care professional (hcp) reported a gradual increase in ra pacing impedance measurements that was previously noted prior to programming changes. A lead fracture was suspected. The lead will be replaced during a future device upgrade procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead was severed and the proximal only segment was returned. Resistance testing was completed to assess lead electrical performance. Measurements throughout the tests were within normal limits. Guidewire testing and a pressure test of the outer insulation was not performed due to the lead being severed. Laboratory analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.